Event description:
It was reported that several days after insertion of the catheter, the patient felt the balloon burst. The catheter has been removed and the balloon burst has been confirmed. Another catheter has been inserted. There were no consequences for the patient.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted. In the absence of any actual or representative sample for investigation , further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that several days after insertion of the catheter, the patient felt the balloon burst. The catheter has been removed and the balloon burst has been confirmed. Another catheter has been inserted. There were no consequences for the patient.